Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to an insulation anomaly. No further information is available.

Event description:
Additional information received indicated that the rv lead was capped and replaced during a device upgrade procedure. The electrical function of the lead was normal and no anomalies were detected. The asymptomatic patient was stable.